Manufacturer narrative:
H2: lot number was updated it d11 continuation of d11: product ID: bi71000475, serial/lot #: rev. 2 : s/n (B)(6) section e was update accordingly h3 the mvs cable was returned and it was noted that they could not confirm the reported issue since the cable was physically damaged and was unable to be tested. H6: 10,180,4307 is associated with cable return and completed analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000475, serial/lot #: none, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. It was found that the network card was only showing a 100mb connection instead of 1000. The rep changed out the interconnect cable and the issue was resolved. During testing, it was discovered when taking 3d images, the system would start to spin and then abruptly stop before completing. It was discovered there was debris in the track inside the gantry, preventing the spin from completing. Pieces were removed and system is now functioning normally. Codes 10, 120, 180, and 4307 are applicable. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was receiving a "low frame rate error" when trying to use this system. This was reported outside of a procedure. There was no patient involved.